Event description:
It was reported that the programmer exhibited a picture showing on and off choices when it was booted up. Technical support (ts) stated this can happen when there is a "bad boot" and that the message likely means to turn the programmer off and then on. The programmer was cycle powered and the message cleared. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).